Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the vessel sealer instrument failed to seal correctly despite redocking, reconnecting cable, and re-draping. The customer used a new instrument, and the issue was resolved. The procedure was completed with no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.